Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A report was received from a clinic that uses the po2 microprobe 200mm with smart card (cc1 probes) for plastic surgery (flap monitoring) for many years. The customer reported that they had to use up to three probes per patient to get valid results. All the probes showed zero. The incident did not negatively impact the patient. Further clinical information has been requested.